Event description:
Rptr states rust-like particles blow out of irrigation ports. He states this has happened a number of times with this tip style, and that the tips were returned to the MFR each time. He states the MFR claimed they could find no problem and sent him a new tip. The first tip of this style used had visable rust on the surface. He has used other tips with the same univeral handpiece and has had no problem.